Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of occlusion alarm could not be replicated or confirmed. Visual and functional testing was performed. As received no damage or anomalies were observed. In attempts to replicate clinical use each of the cassettes were filled with 250ml of water using an ICU medical provided syringe. No leakage or difficulties filling were observed. The probable cause of the reported problem unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the occlusion alarm sounded. After replacing the cassette, the issue was resolved, but there were still signs of occlusion. The event occurred during priming. There was no patient involvement.